Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the stem was opened and the bag was scratched up with what appeared to be small holes and metal flakes inside the sealed bag. No patient involvement. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Visual evaluation of the returned product/provided photo identified damage to the sterile packaging (pouch). Sterility has not been compromised. Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event for black debris is likely to be due to transit damage causing the porous coating to shed from the implant, and a packaging design issue. The root cause of the reported event for pouch damage can be attributed to transit damage, and a packaging design issue. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.